Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31552906l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced neurological impairment. After the procedure, the possibility of motor function impairment occurred. It was confirmed that the patient could not move her legs and apply force with her fists. Computed tomography (CT) and magnetic resonance imaging (MRI) examination were to be scheduled due to a possibility of embolism. The patient was conscious and left the catheterization room as it was. The diagnosis will be made after taking CT/MRI. The patient was followed up. No extension of hospitalization. Contact force (cf) monitoring method used was dashboard and vector. Visitag color setting was tag index. Causal relationship with the product was unknown. Physician¿s comment regarding the relationship between the event and the product is that there were no comments regarding the relationship with the products. As cerebral embolism is likely to occur in ablation procedures, examinations will be conducted. There were no abnormalities observed prior/during use of the product.

Manufacturer narrative:
On 10-jul-2025, additional information was received indicating the physician¿s opinion on the cause of the adverse event was the procedure. It was reported the possibility of transient ischemic attack (tia) was low because the lesion could not be confirmed by MRI/computed tomography (CT) immediately after procedure. So, no additional intervention was provided. It is considered to have occurred in the process of recovery from sedation. The patient fully recovered (no residual effects). The patient did not require extended hospitalization. There was one (1) transeptal puncture site and two (2) catheter exchanges during the procedure. Based on the information received, the event has been reassessed as a non-serious neurological impairment. As such, this is no longer consider to be an MDR reportable event. Field h6. Medical device problem code has been updated from ¿unspecified nervous system problem (e0139)¿ to ¿appropriate term/code not available (a27)¿ as representative for non-serious patient event. Manufacturer's ref. # (B)(4).